Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported.  Problem code 2906 captures the reportable event of clip would not deploy. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date.   According to the complainant, during the procedure, the clip would not deploy appropriately. Reportedly, the clip was then removed from the catheter. The procedure was completed with another resolution clip device.   There were no patient complications reported as a result of this event.   Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported.  (B)(4). A visual examination of the returned complaint device revealed that the yoke was still attached to the control wire and the clip assembly was not returned with the device. The device had a slight kink near the distal end. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. According to the complainant, during the procedure, the clip would not deploy appropriately. Reportedly, the clip was then removed from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported.  (B)(4). A visual examination of the returned complaint device revealed that the yoke was still attached to the control wire and the clip assembly was not returned with the device. The device had a slight kink near the distal end. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. According to the complainant, during the procedure, the clip would not deploy appropriately. Reportedly, the clip was then removed from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.